Manufacturer narrative:
(B)(4). The reported complaint of insertion difficulty is confirmed based on visual inspection of the device. The iab was returned with the holding sleeve/yellow retention tube on the outer lumen of the iab, which indicates the iab was not properly removed from the tray. In accordance with the intra-aortic balloon catheter kit instructions for use preparation "the holding sleeve will remain in the tray." Based on the information we received and our extensive examination of the device, the instructions for use were not properly followed. An in-service will be initiated to follow up with the customer regarding adherence to the IFU and we will continue to monitor for developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported from (B)(6) that dr. (B)(6) attempted to insert the balloon with the yellow tube on. According to the report, "during the intra-aortic balloon (iab) insertion process they noticed a yellow tube in the balloon kit, they still try to push it in, and however, it cannot be pushed further. As a result, they took it out and stopped the procedure. There was no extra ultra 8 40cc for them to use, hence they did not continue with the insertion." According to the additional information teleflex received. "They tried to push the catheter in with the tube still attached in the balloon catheter. It was reported that "the balloon can only be pushed up to tummy area via femoral, the yellow tube made it difficult for them to push the catheter further. They retrieved the catheter and they stopped inserting the balloon to the patient." The patient's blood pressure remained low and the patient died after 2 days. We are uncertain of the delay period, the patient did not die because of the intra-aortic balloon pump (iabp) catheter."